Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reprocessing was not completed due to a leak at the scope connector cover, and foreign material remained in air water tube nozzle and switch box. The customer stated the following: the reprocessing steps were followed accordingly. Automatic drying cycle was used. The device is stored by hanging in the cabinet which is well ventilated. The event can be prevented by following the instructions for use which state: "eprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The scope connector cover had a crack and the water tightness was lost. There were few additional findings. Due to a crack on scope connector cover, water tightness was lost. Switch box was dirty. Objective lens had a crack. Adhesive around objective lens had a chip. Light guide lens had a crack. Adhesive on bending section cover was detached. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Image guide protector was shaved. Universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited leakage at the scope connector end of the device. The device was returned and an evaluation revealed clogging of the air/water channel with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue was found during reprocessing. There was no patient involvement.